Manufacturer narrative:
E1- customer (person): phone: (B)(6), postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the balloon of a coda balloon catheter ruptured during an endovascular aneurysm repair (evar) in an unknown patient. There was no issue noted during preparation of the device. The access site was either the right femoral artery or the left femoral artery. It was said that there was some tortuous patient anatomy just below the renal artery in the proximal neck. Diluted contrast media was used to inflate the balloon to an unspecified pressure. Upon initial inflation within a competitor's stent graft, the balloon ruptured on the central side and was rendered unusable. It was unclear to the user whether the pinhole was caused by a product or an external factor. The physician continued the procedure with another coda (unknown lot) and completed it without any problems. As reported, the patient did not experience any adverse effects or require any additional procedures.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that the balloon of a coda balloon catheter ruptured during an endovascular aneurysm repair (evar) in an unknown patient. There was no issue noted during preparation of the device. The access site was either the right femoral artery or the left femoral artery. It was said that there was some tortuous patient anatomy just below the renal artery in the proximal neck. Two 20 cc syringes were used to inflate the balloon with diluted contrast media. During the procedure. It was said that one or two seconds after inflating the balloon to the maximum volume (40cc) within a competitor's stent graft, the balloon ruptured on the central side and was rendered unusable. It was unclear to the user whether the pinhole was caused by a product or an external factor. The physician continued the procedure with another coda (unknown lot) and completed it without any problems. Reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications, as well as a visual inspection and function test of the returned device, were conducted during the investigation. One used device was returned to cook for investigation. Physical examination of the returned device showed the gold markers were intact. A video was taken during the leak test capturing the pinhole located approximately midway on the balloon. Procedural imaging was not provided, therefore investigation cannot determine if the cause of the rupture was due to an anatomical feature. Detections are in place to inspect each device prior to distribution. Therefore, cook concludes that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for the reported lot and records two non-conformances, one was reworked and re-inspected prior to further processing and the other one was scrapped prior to further processing. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no nonconforming product from this lot exists in house or in the field. Cook also reviewed product labeling. The IFU t_coda2_rev6 was reviewed for this complaint. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device: warnings: do not exceed maximum inflation volume. Rupture of balloon may occur. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in damage to vessel wall and/or vessel rupture. Do not use a pressure inflation device for balloon inflation. Precautions: always manipulate catheter using fluoroscopic control. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate balloon. Always monitor balloon inflation using fluoroscopic control. Potential adverse events: vessel dissection, perforation, rupture, or injury. Balloon inflation volume: do not exceed maximum inflation volume. Rupture of balloon may occur. Adhere to balloon inflation volume parameters as shown below. Over-inflation of balloon may result in damage to vessel wall and/or vessel rupture. Maximum inflation volumes catheter size , max, volume. Coda-2-10.0-35-120-40, 40 cc. Balloon preparation: note: balloon and balloon lumen of the coda balloon catheter contain air. The air must be removed from balloon and balloon catheter prior to insertion using standard technique. 1. Remove protective balloon sleeve. 2. Prepare balloon lumen with standard 3:1 saline and contrast mixture as follows: a. Attach syringe, with appropriate amount of 3:1 saline and contrast mixture, to stopcock on balloon lumen. B. Purge all air from balloon in standard fashion. C. Completely deflate balloon and close stopcock. 3. To increase ease of insertion, balloon may be lubricated with a thin layer of sterile, biocompatible lubricant. Balloon introduction and inflation: 3.under fluoroscopy, advance the balloon to the desired position using radiopaque markers. Caution: if the coda balloon catheter is being utilized to expand a vascular prosthesis, use the radiopaque markers to ensure that the entire balloon is positioned within the prosthesis. 4.inflate balloon with standard 3:1 saline and contrast mixture using a 20 cc or larger syringe. Adhere to recommended balloon inflation volumes. 5.if balloon pressure is lost and/or balloon rupture occurs, deflate the balloon, and remove balloon and sheath as a unit. Based on the information provided, inspection of the returned device, and the results of the investigation, cook could not determine a definitive cause for the reported failure. While the cause in this case is not known, the customer reported the patient had some tortuous anatomy (proximal neck from just below the renal artery), and this may have contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information was provided on (B)(6) 2024. Two 20 cc syringes were used to inflate the balloon during the procedure. It was said that one or two seconds after inflating the balloon to the maximum volume (40cc) in the stent graft, the balloon ruptured.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.